Event description:
The device was returned for repair. Followup information received indicates the screen was not working properly and it will crash. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the overlay was broken, the overlay was replaced and calibrated. It was also noted that the system fan was noisy, the stylus was missing, the keyboard case hinges were broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).